Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, there was no energy output from the phacoemulsification handpiece when in footswitch position 3. The surgical procedure was completed without patient harm.

Manufacturer narrative:
Additional information provided. The phaco handpiece was manufactured on july 14, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).